Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. The following sections were corrected: date of event corrected from (B)(6) 2018 to unknown as it is reported the implants were removed in (B)(6) 2017. Explant date corrected from (B)(6) 2018 to unknown as it is reported the implants were removed in (B)(6) 2017. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00412-1, 0001032347-2018-00413-1, 0001032347-2018-00414-1, 0001032347-2018-00415-1, 0001032347-2018-00416-1, 0001032347-2018-00417-1, 0001032347-2018-00419-1, 0001032347-2018-00420-1, and 0001032347-2018-00421-1.

Event description:
Additional information was received from the patient. She reported "I had my first implants on both side removed in 2017 due to extreme bone growth breaking the metal, growing into my skull and ear canal. The first surgery they could not remove all the bone growth." The surgeon "removed as much extra bone growth possible at the time and the metal jaw joints and placed blockers in my joint so it was not bone on bone. I had my next surgery (B)(6) 2018."

Manufacturer narrative:
These parts were removed in a revision; therefore, the complaint is considered confirmed. The manufacturing history for the tmj components was reviewed and no discrepancies were found. Device history record (DHR) review was unable to be performed for the screws as the lot numbers of the devices involved in the event are unknown. There are no indications of manufacturing defects. The patient stated that the revision was due to "extreme bone growth." There was no alleged malfunction of the implants. Investigation results concluded that the reported event was due to patient condition. The instructions for use (IFU) for this product states in the section titled adverse events: adverse events that may occur following placement of the total tmj replacement system are listed below. Heterotopic bone formation. The IFU also includes statistics from clinical studies in regards to heterotopic bone growth. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00412-2, 0001032347-2018-00413-2, 0001032347-2018-00414-2, 0001032347-2018-00415-2, 0001032347-2018-00416-2, 0001032347-2018-00417-2, 0001032347-2018-00419-2, 0001032347-2018-00420-2, and 0001032347-2018-00421-2.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Implant date: the part number in this report was implanted in the left side on (B)(6) 2009 and in the right side on (B)(6) 2010. Medical product: biomet microfixation tmj system right fossa component, small catalog #: 24-6562 lot #: 253010b, biomet microfixation tmj system right standard mandibular component catalog #: 24-6550 lot #: 210470a, biomet microfixation tmj system left fossa component, medium catalog #: 24-6561 lot #: 797570, biomet microfixation tmj system left standard offset mandibular component catalog #: 24-6651 lot #: 877360b, biomet microfixation "2.4mm" system ht cross-drive screw catalog #: 91-2708 lot #: ni, biomet microfixation "2.4mm" system ht cross-drive screw catalog #: 91-2710 lot #: ni, biomet microfixation tmj system cross drive fossa screw catalog #: 99-6577 lot #: ni, biomet microfixation tmj system cross drive fossa screw catalog #: 99-6579 lot #: ni, biomet microfixation "2.7mm" system emergency cross drive screw catalog #: 99-9950 lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00412, 0001032347-2018-00413, 0001032347-2018-00414, 0001032347-2018-00415, 0001032347-2018-00416, 0001032347-2018-00417, 0001032347-2018-00419, 0001032347-2018-00420, and 0001032347-2018-00421.

Event description:
It was reported by the patient her implants were removed and replaced with custom joints. Attempts have been made and no further information has been provided.